Event description:
The consumer alleges the "brain" of the chair went out and consumer pushed the joystick one way and the chair went in the opposite direction, causing consumer to pin and fracture their leg.